Event description:
On (B)(6), 2009, the lay user/patient contacted lifescan alleging that the onetouch ultra link meter does not turn on. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The patient said, the issue started on (B)(6) at 6:30 am. He said 10 minutes before the issue, he was sweating profusely and did not wake up right. He said, he had food and/or drink as treatment. The patient is on an insulin pump. This complaint is being reported because, the issue was not resolved with troubleshooting. The product did not cause or contribute to a serious injury because, the patient's symptoms started before the reported issue first occurred. The patient received self treatment for the alleged symptoms. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.